Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6: health effect ¿ clinical code corrected from "4580" to "4582."

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2 side arm next to the c-ring broke. This left the c-ring hanging intact and not transected. With some effort, harvester was able to retract it and remove it from the tunnel. Nothing broke off or fell into the tunnel. The power setting was 3. The jaws of the device never engaged with the harvesting tool or c-ring. This happened at the very end of the case with 6" left of the lower leg section. A new device was opened to complete the case after a 10 minute delay. It was a routine case with nothing unusual occurring. There was no damage to the vein or bleeding caused by this.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, vasoview hemopro 2 broke off into patient.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 01/30/2024. An investigation was conducted on 01/31/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The scope wash tubing and metal arm of the c-ring were observed to be intact with no visual defects. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A microscopic inspection was conducted. The heater wire was observed to be flexed and bent away from the based of the hot jaw and remained attached at the tip of the jaw. The clear silicone insulation of the jaw was observed to be peeled at the tip of the jaw and remained attached. The insulation of the cold jaw was observed to be intact with no visual defects. Based on the returned condition of the device and the evaluation results, the reported failure "break; scope wash tubing" was not confirmed. The analyzed failures "break; c-ring", "material twisted/bent; wire", and "peeled; jaw", were confirmed. Specific actions for the analyzed failure mode "break; c-ring" are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000324334 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.